Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert code 28 following a supply change, with multiple restarts not resolving the issue, and the user noted possible water exposure from showering with the device on; the event involved a malfunction of the device associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a suspected battery temperature sensing malfunction consistent with a thermistor range fault, and the device was deemed no longer water resistant. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the battery temperature sensing circuitry.